Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted at unknown date.

Manufacturer narrative:
B3-date of event is estimated. D6b - date of explant is unknown. It was reported to abbott, a patient¿s ipg was inoperable, and they wanted to know if it was still MRI conditional. The patient stated the device had been inoperable for two to three months. Technical service advised that an inoperable ipg was not MRI conditional. Attempts to follow up with the patient were unsuccessful. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. In an update posted 16 apr 2024 to was reported the physician made the decision to explant her battery and place a nevro ipg because the patient used high energy with their system, and he felt a rechargeable battery from nevro would be appropriate. The patient is unhappy with the relief they were receiving from her nevro system. Plan is to replace nevro battery with abbott. They were unaware of explant of previous abbott ipg.